Event description:
Company representative reported a room was not working. It was learned that the room had not been ceritified by the MFR. Customer was aware of this however, the customer chose to place patients in the room. There were no reported adverse events.